Event description:
It was reported that the patient complained of pain in the scrotum when inflating and deflating his inflatable penile prosthesis (ipp). In addition, the penis is angled toward the left and the patient experienced pain when sitting and urine splashing in all directions when urinating. The patient alleges lack of intimacy with his wife due to the continued painful discomfort, emotional distress, impairment of enjoyment of life and permanent disability. Therefore, the patient will require a removal and replacement of the penile prosthesis.

Manufacturer narrative:
Date of event is approximate.

Manufacturer narrative:
B3 date of event is approximate there was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient complained of pain in the scrotum when inflating and deflating his inflatable penile prosthesis (ipp). In addition, the penis is angled toward the left and the patient experienced pain when sitting and urine splashing in all directions when urinating. The patient alleges lack of intimacy with his wife due to the continued painful discomfort, emotional distress, impairment of enjoyment of life and permanent disability. Therefore, the patient will require a removal and replacement of the penile prosthesis.